Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00894. (B)(4) clinical study. It was reported that death occurred. In (B)(6) 2013, the patient presented with silent ischemia and patient was on antiplatelet medication (aspirin and clopidogrel) subsequently, index procedure was performed. The 90% stenosed, 60.0x2.25mm, de novo, eccentric, type c, diffuse lesion of more than 2cm in length, with timi 3 flow target lesion was located in the bifurcation area of moderately calcified and mildly tortuous proximal left anterior descending (lad) artery. The physician treated the lesion with pre-dilatation and placement of a 2.25x32mm and 3.00x32mm promus element¿ plus stent at 8 atmospheres and 16 atmospheres respectively, resulting in 0% residual stenosis with timi 3 flow. In (B)(6) 2013, the patient was discharged from the hospital. In (B)(6) 2014, the physician was notified via telephone call by the patient's family that the patient died.